Event description:
A customer complained after observing three non-reproducible, higher than expected vitros troponin I es results from three different patient samples run on a vitros 5600 integrated system. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results for patients a and b were reported outside of the laboratory, and a corrected report was later issued. No treatment was altered, initiated or stopped based upon the reported results. The result for patient c was not reported outside of the laboratory. There were no allegations of patient harm made as a result of any of these events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros troponin I es results were obtained from two different patient samples run on a vitros 5600 integrated system. The most likely assignable cause for the higher than expected results for patient a and patient b is an instrument issue. The investigation found that pre-analytical sample processing and insufficient incubator cleaning protocol could not be ruled out as contributing factors. There was no indication the vitros tropi reagent contributed to the events. The assignable cause for the non-reproducible, higher than expected tropi result for patient c is unknown. The investigation determined that an instrument issue can be ruled out. Pre-analytical sample processing and insufficient incubator cleaning protocol could not be ruled out as contributing factors.